Event description:
The customer reported getting intermittent hgb blank shift errors on every four to six patient samples on the unicel dxh 800 cellular analysis system. The customer indicated that the issue has been happening with increased frequency and if the instrument is allowed to sit, it happens almost 100% of the time. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the hemoglobin (hgb) chamber was contaminated with a film on the inner wall. The fse also found that there was a damaged filament on the hgb lamp. The fse cleaned the hgb chamber and replaced the hgb lamp, which resolved the errors. The repairs were verified per established procedures. (B)(4)